Event description:
Patient was undergoing ercp and removal of cbd stone when tip of metal lithotripsy device broke off and became lodged in small biliary duct and could not be retrieved and could not be removed. Pt is being monitored for possible passage of the metal foreign body, or possible complications relating to the presence of it. We do not know if the breakage of this metal tip is a common occurrence, or whether the presence of it lodged in a small bile duct will be harmful, and we therefore submit this report. .